Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that their onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began around (B)(6) 2015 (time not provided). The patient claimed to have obtained a reading of "around 400-500 mg/dl" compared to feelings/normal results. The patient manages their diabetes with self-adjusting insulin. The patient was unable to answer whether or not any action was taken in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "out of sorts, weak and cold sweat" "about 6 weeks" after the alleged product issue began (date/time not provided). The patient stated that they contacted their hcp for telephone advice on (B)(6) 2015 and thereafter took food and/or drink as self-treatment. The patient was unable to state if they had tested their blood glucose using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient performed a walk through control solution test and the result was in range and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "cold sweat" after the alleged product issue began. This symptom is associated with a severe low blood glucose excursion and does meet lifescan's criteria for a serious injury. The self-treatment of food and/or drink is also associated with a low blood glucose excursion. There is no evidence that the subject meter malfunctioned as the patient compared the blood glucose reading to feelings/normal results, which is not considered to be a valid comparison.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.